Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589, comp rvrs 25mm bsplt ha+adptr, 271880. 113652, comp primary stem 12mm std, 903880. 115370, comp rvs tray co 44mm, 672680. Xl-115363, arcom xl 44-36 std hmrl brng, 812120. 180550, comp lk scr 3.5hex 4.75x15 st, 317350. 180551, comp lk scr 3.5hex 4.75x20 st, 445120. 180552, comp lk scr 3.5hex 4.75x25 st, 317450. 115396, comp rvs cntrl 6.5x30mm st/rst, 650460. (B)(4). The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-11047, 0001825034-2018-11057, 0001825034-2018-11058, 0001825034-2018-11059.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty and now has reported unexplained pain on an unknown date. No additional information is available at this time.

Manufacturer narrative:
UDI: (B)(4). The complaint cannot be confirmed as no medical records were provided. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.